Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the customer reported that 311.01, handle with mini quick coupling keeps sticking to the screwdriver shafts. The repair technician reported that there was crack in wooden handle, the device cannot be repaired because the screws holding it together have been staked from the factory, cosmetics test failed and device failed to operate smoothly. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device history lot: part # 311.01, synthes lot # 4922448, supplier lot # n/a, release to warehouse date: 04 jan 2005 , manufactured by: synthes brandywine . No ncrs were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the handle with mini quick coupling was tagged as broken by the sterile processing department. The handle keeps sticking to the screwdriver shafts and the screwdriver shafts keep getting stuck on the handle. Universal drill guide was tagged being broke, the teeth on the 3.5mm drill guide side have flared out, and look as it may break off. The jaws of the pliers no longer come together, there is approximately 1mm gap. The items were marked as needing repair after unknown cases. No patient involvement. This report is for one (1) handle with mini quick coupling. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter occupation: reporter is a j&j employee. Device evaluated by MFR: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.